Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the tubing fell out of her infusion set twice this morning. Reportedly, the infusion set's tubing was loose, and the quick release did not click into the place. No further information available.